Manufacturer narrative:
Updated fields : d4, d8, d9, g6, h1, h2, h3, h4, h6, h11. The hakim programmable valve (823832) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2025, with the pressure set to 180. After discharge, patient was transferred to rehabilitation hospital. The computed tomography (CT) scans reveal ventricular shrinkage and over-drainage by the shunt tube. The patient is conscious but with unclear speech, and the overall condition is stable.